Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. 148 days after the peg-j placement, the patient was hospitalized due to localized peritonitis of the stoma site, which improved with fasting and an unknown antibiotic treatment.